Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot # j0504237v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3998, lot # j0504237v, implanted: (B)(6) 2005, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that a patient had a lack of therapy starting one month prior to the report, the patient had phantom limb pain and slipped ¿all of the time¿ but the reporter did not know if there were any falls or trauma. It was noted that the patient was programmed on contacts 8-11 and had great relief until one month prior to the report. The reporter stated that the patient was charging to full in only 20 minutes. It was reported that on reference electrode 1, only contacts 2 and 3 were in range, and on reference electrode 2, only contact 1 was in range. With reference electrodes 8, 9, 10, and 11 all impedances were greater than 10,000 ohms. It was later reported that the voltage was increased to 3 volts and impedances were retested, and the results were similar with all open circuits. It was noted that in the last month the recharge interval had gone from 3 hours to 20 minutes to go from one quarter full to 100% charged. The patient was currently not using the device. The reporter stated that the patient was charging more than expected, and a surgical revision was being planned for a lead issue and they were ¿trying to decide about the implanted battery as well.¿ additional information has been requested but was not available as of the date of this report.